Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the device was successfully deployed without any problem during 4 steps; however, when the rail suture was pulled back during knot advancement, the suture broke due to jerky motion. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The material separation cannot be confirmed due to missing components. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. The account appears to be aware of the IFU violation; therefore, no letter is required. In this case jerky movement while tightening the suture led to a suture separation during knot advancement. Per case details the suture broke during knot advancement due to a jerky movement. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿avoid quick or jerky type movement with the suture limbs.¿. The account appears to be aware of the IFU violation; therefore, no letter is required. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.